Manufacturer narrative:
Phone number (B)(6).

Event description:
The customer reported that the speaker is not working. There was a speaker malfunction displayed and no sound was coming from the device.